Event description:
A male patient contacted lifecor customer support to report that he was getting "adjust belt" messages almost constantly. Support sent him new garments because the garments he had wear over four months old. In 2007, the patient called support to state that the alarm was still sounding after the garment change. Support had him ensure all the electrodes were positioned properly. The alarm stopped sounding and after 10 minutes of no alarm support told the patient to call back as soon as another alarm occured. Later on the same day, support received an e-mail that stated that the patient was still receiving alarms. Both the patient service representative (psr) and territory manager were notified. The next day, the patient was shipped a replacement monitor and electrode belt by support.

Manufacturer narrative:
Device manufacture dates: monitor 2003, electrode belt 2006. Device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt was evaluated and found to have a shielded cable that had broken from the solder pad in the distribution node. The cable was resoldered and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal appeared normal. The electrode belt was returned to stock. The root cause of this unsoldered cable cannot be positively identified. It is likely that undo stress to the cable caused the cable to elongate and the wires to come off of the solder pad. Monitor was tested and found to be fully functional. It was restocked. The electrode belt was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.